Manufacturer narrative:
This event was determined to be supplemental information, and the investigation findings will be reported under MFR # 916596-2024-07670.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient returned to the operating room (or) for tamponade with symptoms of low flow and low pulsatility index (pi). In the or, clot was evacuated and the flow and pi events improved. The patient was in the intensive care unit (ICU) in a stable condition.